Event description:
It was reported that a pump had a crack near the usb port, rendering it no longer water-tight. There was no adverse impact to the customer's blood glucose level. The customer declined any further troubleshooting for the issue. No additional information was received regarding the outcome of the event.